Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and duplicated the reported event. Stryker determined a failed reed switch sw5 was the cause of the reported issue. The device was archived by stryker and the customer recevied a replacement device.

Event description:
The customer contacted stryker to report that their device power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.